Manufacturer narrative:
(B)(4). The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this info, the manufacturing related records were reviewed and were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a low anterior resection, staples were deployed but appeared not to form and were loose in the abdomen. Procedure was completed by hand suturing. No pt consequences were reported.